Event description:
A malfunction was reported on a pump when the customer attempted to change the cartridge. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.